Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08620 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 18-nov-2023. In further full review of the pump history/traces on the customer event date of 14-nov-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the customer event date 14-nov-2023 listed on smartsolve. Dailytotalcollectionstarttime: 11/14/2023 00:00:00.000 dailytotalofallinsulindelivered: 301750 (30.175 u) dailytotalofbasalinsulindelivered: 194750 (19.475 u) dailytotalofbolusinsulindelivered: 107000 (10.7 u) 11/14/(B)(6) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 31000 (3.1 u) bolusamountdelivered: 31000 (3.1 u) (B)(6) 2023 12:08:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 29000 (2.9 u) bolusamountdelivered: 29000 (2.9 u) (B)(6) 2023 15:18:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 16000 (1.6 u) bolusamountdelivered: 16000 (1.6 u) (B)(6) 2023 18:43:43.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 31000 (3.1 u) bolusamountdelivered: 31000 (3.1 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates 14-nov-2023 and 18-nov-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 06:54:00.000 (B)(6) 2023 20:51:00.000 (B)(6) 2023 09:52:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 10:13:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 20:02:12.000 sensorsignalnotfound (796) was recorded and found in the formatted history file on: (B)(6) 2023 10:46:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:02:20.000 (B)(6) 2023 18:59:43.000 (B)(6) 2023 21:00:23.000 (B)(6) 2023 21:17:44.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:00:44.000 (B)(6) 2023 21:10:00.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:18:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 21:18:09.000 (B)(6) 2023 21:18:17.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery anomaly was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 50 mg/dl to 60 mg/dl at the time of the event and was treated with food. The current blood glucose was 108 mg/dl. The customer reported no symptoms related to their low blood glucose. The customer reported the insulin pump was over delivered. Troubleshooting was performed. The auto mode feature was active at the time of the event and the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.